Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Device evaluation found the following: - the loop is broken and the wire ends are melted. - the insulation sleeves show signs of thermal stress/are melted. - the wire and fork of the electrode are deformed. - the electrode contacts are shiny. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to improper handling/excessive force by the user. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the loop on a hf-resection electrode, loop, bent and broke easily. There was no patient harm associated with the event. This report is linked to patient identifiers: (B)(6).

Manufacturer narrative:
The device is pending return for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.